Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: when the specimen of gall bladder was caught in the bag, the bag happened to be torn. Operating time not extended. New one was opened to complete the case with no problem. No patient harm. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).